Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Additionally, low amplitude was observed on the right atrial (ra) lead and right ventricular (rv) lead. Technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Additionally, low amplitude was observed on the right atrial (ra) lead and right ventricular (rv) lead. Technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. This device remains in service.